Manufacturer narrative:
An internal investigation was performed for a false positive detection of the esbl phenotype when testing escherichia coli with the vitek® 2 ast-n350 test kit. The customer from the (B)(6) reported inaccurate esbl phenotypes when testing two e.coli strains on their ast-n350 card, lot 7900664103. Customer was testing from cps agar. The actual phenotypes for these isolates were not determined. Both customer isolates 1546687 and 1504545 had elevated ceftazidime mic values that lead to the detection of the esbl phenotype. Strains are no longer available for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Submittal of the isolate is required to confirm a vitek 2 discrepancy compared to the reference method. It should be noted that aes phenotype proposals are based on the results of the tested antimicrobials within each drug class, and the ability to discriminate between phenotypes can vary depending on the card configuration. Furthermore, the proposal of a phenotype by aes is not considered confirmatory for detection of any resistance mechanisms. A review of quality records confirmed the vitek 2 ast-n350 lot #7900664103 met final qc release criteria and passed qc performance testing. A search for complaints against ast-n350 card lot 7900664103, returning two complaints, both associated with this investigation, and no indication of a trend for this card lot. A review of the most recent quarterly trend report, q2 2018, did not identify this complaint as a systemic quality issue.

Event description:
A customer from (B)(6) notified biomérieux of false positive detection of the esbl phenotype when testing escherichia coli with the vitek® 2 ast-n350 test kit. When initially reported, the customer stated using a non-validated media for the vitek®2 ast-n350 card when testing. However, on 29-aug-2018, the customer corrected their statement about which media they used. They tested from cps ID agar. This is considered a validated media for this card. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.